Event description:
Tunnelled central line placed in radiology on (B)(6) 2015. Catheter noted to be leaking from under the skin. Patient returned to radiology (B)(6) 2015 for catheter replacement. On inspection, discovered hole in catheter. Manufacturer: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.